Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained an elevated troponin (accutni) result, within the risk stratification range of the assay, for one patient. The result was generated by the access 2 immunoassay system. Repeat testing on the patient sample reproduced results that were within the risk stratification range of the assay, but outside of labeled accutni assay precision claims. Per customer supplied data, only the repeated results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma vacutainer sample tube. The sample centrifugation information has not been supplied to date. Qc was performing within the customer's established ranges on the date of the event. Per customer supplied data, system checks performed on (B)(4) 2011, and (B)(4) 2011 all passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse removed and cleaned the instrument wash wheel. The fse also replaced all aspirate probes and the associated tubing. The fse verified hardware operation by performing a passing system check and a passing high sensitivity system check within instrument specifications. Although repairs were completed at the time of instrument service, a definitive root cause for this event has not been determined to date. An MDR is associated with this event: 2122870-2011-05691.